Manufacturer narrative:
This report is for an unknown cage/spacers: syncage/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: bae, j.s. Et al (2010), adjacent segment degeneration after lumbar interbody fusion with percutaneous pedicle screw fixation for adult low-grade isthmic spondylolisthesis: minimum 3 years of follow-up, neurosurgery, vol. 67 (issue 6), pages 1600-1608 (korea, south). The aim of this retrospective study is to evaluate the potential risk factors for adjacent segment degeneration (asd) in a homogeneous patient population treated for isthmic spondylolisthesis (is). Between february 2001 to december 2004, a total of 103 patients (39 male and 64 female) with a mean age of 48.5 ± 8.9 years (range 19-69 years) were included in the study. These patients were divided to 2 groups: mini-alif with pedicle screw fixation (ppsf) (n=75) and mini-tlif with ppsf (n=28). Patients in mini-alif group were implanted with a wedge-shaped, lordotic cage (syncage; synthes, oberdorf, switzerland). While patients in mini-tlif were implanted with a competitor's device. The mean duration of follow-up was 59.2 ± 14.6 months (range, 36-94 months). The following complications were reported as follows: 9 patients remained in a state of probable union. 11 patients were proven to have adjacent segment degeneration (asd), 9 of which were radiographic and 2 were symptomatic asd. Of these, only 10 patients belong to mini-alif group. In the 2 symptomatic asd groups, 1 patient treated at the l4-5 level experienced foraminal stenosis with disc collapse at the caudal segment but refused additional surgery. The other patient who was treated at the l5-s1 level showed foraminal stenosis with disc protrusion at the cranial segment. After undergoing a percutaneous endoscopic lumbar discectomy with foraminoplasty, this patient¿s pain decreased. This report is for an unknown synthes syncage. This is report 2 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.